Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and that the wireless footswitch did not respond due to loss of connection. The wireless connection was re-established after removing and re-inserting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that when connecting the charging cable the wireless footswitch battery and wifi indicators illuminated red and then turned off. There was no response from the footswitch when pressed. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.